Event description:
It was reported to st. Jude medical that during a follow-up, real-time measurements were not possible due to an alert from the programmer "arrhythmia detection was ongoing." Noise was observed on the real-time electrograms. The diagnostic summary showed 16 episodes of high voltage charges with no shock delivered. The device was programmed to "all functions off." In 2001, the device was explanted.